Manufacturer narrative:
The device was sent to a philips authorized service provider (asp). The asp checked the device and determined the speaker is defective and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the device speaker is defective and needed replacement. A good faith effort attempt is being conducted to confirm if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.